Event description:
A malfunction alarm indicated by "malf 0" was reported by the customer. There was no reported impact to the customer's blood glucose level. Customer service provided instructions to reset the pump, and the issue was resolved with no recurrence of the malfunction code. The customer was advised to continue using the pump and to reach out if the issue occurred again.